Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilted filter, detachment, and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment imaging demonstrated the filter detached, perforated, tilted, and embedded. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was tilted, struts detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was tilted, struts detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years later, a (unknown) radiologic study was performed which showed, the filter has a fracture on one of the struts and the multiple struts penetrated the inferior vena cava which abuts surrounding vascular as well as bowel structures. Around six years later post deployment, a computed tomography of abdomen and pelvis was performed for right flank pain. The study showed that the filter was within the infrarenal inferior vena cava which appeared angulated and extended beyond the vascular lumen. No evidence of hemorrhage or bleeding was seen. Around seven years later post filter deployment, a computed tomography of abdomen and pelvis was performed for right upper quadrant abdominal and lower back pain. The study showed that the superior tip of the filter is at the level of the confluence of the right renal vein with the inferior vena cava. Filter is tilted posterior and to the right with the cone of the filter on the wall of the inferior vena cava possibly embedded within it. All of the arms and legs of the filter have penetrated through the wall of the inferior vena cava. Two legs of the filter penetrated into the duodenum. One leg penetrates into the aorta and other two legs are in contact with the anterior wall of the l3 possibly embedded in it. Therefore, the investigation is confirmed for alleged filter limb detachment, perforation of the inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.